Event description:
Caller (fire department) reported customer was lethargic and "out of it". Caller tested customer and device = 392 mg/dl. Customer was transported to the hosp. A lab = 219 mg/dl performed within 15 minutes. No treatment was administered. Customer was not using correct controls. A request was made for return product and replacement product was sent.